Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired. The cause of death is unknown. It was reported the device operated as intended.

Event description:
It was reported that the patient passed away in the post-anesthesia care unit (pacu) after a urology procedure. The pump was interrogated prior to coding and was found to be functioning as intended. It was suspected that there was a massive pulmonary embolism (pe) or the patient was septic from the procedure. The event was not device-related and no autopsy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists sepsis and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03may2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2: correction. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established it was reported that the patient expired on (B)(6) 2020. The cause of death was not known; however, it was noted that the death was not device-related and there were no issues or malfunctions that may have contributed to the patient¿s outcome. It was reported that the device operated as intended and would not be returned for evaluation. There is no product available for investigation. The investigation file will be closed accordingly. The relevant sections of the device history records for mlp-016031 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU, rev. C, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.